Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.5mmx24mm was located in the severely tortuous and calcified left circumflex artery. A 3.50x24mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, the middle part of the stent was scraped against the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage to distal stent strut rows 3-8, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 3.5mmx24mm was located in the severely tortuous and calcified left circumflex artery. A 3.50x24mm synergy drug-eluting stent was advanced for treatment. However, during the procedure, the middle part of the stent was scraped against the lesion and the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.